Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury because the system was equipped with a backup wired footswitch. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Moreover, there was no report of harm as the wireless footswitch issue occurred outside of clinical use.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless pedal was not working. Upon functional analysis fse found the status of the error led indicator on the base station was red and the color of the battery indicator at the time of occurrence was green. Fse confirmed the wireless connection issue. To resolve the issue fse re-paired the wireless pedal and receiving base. Fse confirmed a positive outcome by many tests of shutdown, start-up, and x-ray. After that, the system was returned to use in good working order. This issue is not associated with any ongoing fsca. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's wireless footswitch was not connecting. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.